Manufacturer narrative:
(B)(4). Batch # unk.additional information received:where was the tt012 trocar placed? Midaxillary puncture at the 7th intercostal positionwhat instruments were being used through the tt012 port? Olympus hd laparoscopewas there any torqueing or excessive pressure on the instruments that were through the trocar port? Mirror rod body has torque and pressure.was the trocar port completely inserted or partially inserted when manipulating the instruments that were in these trocars? Completely inserted.were any energy/cautery devices used near the tip of the trocar? No.at what point was the trocar broken (did breakage occur at insertion or during procedure when instruments were in the trocar)? After the instrument was removed, the casing was pulled out.were any scans done or were any attempts made to find the missing trocar piece? Nowas there any alteration of the post-op care of the patient due to the difficulties experienced with the trocar? No.was the tt012 device discarded or is the trocar available to send back for analysis? The cannula has been discarded during the operation in patient with hepatitis b.as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic resection of cardiac cancer, tt012 trocar was damaged. Changed to another device to complete the procedure. The trocar sleeve was broken into a few pieces and other pieces were taken out of patient, but there was one piece that still could not be found in the patient's body. No additional information could be provided.